Manufacturer narrative:
The following device was returned by the customer for complaint investigation: one used list #mc3302, 7" (18 cm) appx 0.24 ml, smallbore ext set w/microclave¿ clear, clamp, rotating luer; lot #unknown. No mating devices were returned. As received, the tube of the device was observed to be sticky outside, but no additional damage or anomaly was observed. The set was tested pressure leak tested and no leaks, or anomalies were observed. The customer's complaint was not confirmed or replicated during the complaint investigation and a probable cause for the customer's reported issue could not be established. A device history record review could not be conducted because a lot number was not provided or identified.

Event description:
The reported complaint involved a 7" (18 cm) appx 0.24 ml, smallbore ext set w/microclave® clear, clamp, rotating luer. It was reported that unspecified fluid visibly accumulated in the microclave compartment of the extension set and it looked like fluid was leaking into where the spring mechanism is housed. The extension set was exchanged and therapy resumed. The problem happened for the first time. The malfunction occurred during use on a patient. It was reported that no apparent harm or adverse event reached a patient/person as a result of the reported complaint/event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Section e: additional contacts: (B)(6).